Manufacturer narrative:
Batch review performed on 19 january 2023. Lot 2005772: (B)(4) items manufactured and released on 16-sep-2020. Expiration date: 2025-sep-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event during the period of review.

Event description:
About 6 months and a half after the primary surgery, the patient came in for a post-op appointment and it was observed by the surgeon that the patient's knee was unstable. After further discussion, it was concluded that a custom size poly implant is needed for the patient (gmk-sphere tibial insert with a 14mm mid-compartment thickness and 11mm lateral thickness). Revision will be performed.